Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she/he feels well and requires no medical attention. Verified the strips expire 09/30/2016. Customer confirms the strips are stored properly. Customer performed back to back blood test, 115 mg/dl and 100 mg/dl fasting. Reviewed meter memory. Customer felt fine other then experiencing some blurry vision. A result of lo was obtained twice at 9:51 and 9:50pm on (B)(6) 2015 and retested with me several minutes later and received readings of 115 and 110mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).